Manufacturer narrative:
Additional information was received on june 16, 2019 and it was reported that patient¿s outcome is improved. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The physician commented that the catheter touched surroundings when it was moved to the right ventricle outflow tract (rvot). The generator was used in power control mode. It was also reported that the gender of the patient was a male, therefore, sex, was populated with m. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On july 10, 2019, biosense webster, inc. Received additional information regarding this event. The physician noted that although the patient's vitals were stable at the time of the effusion and blood pressure gradually declined, drainage was not performed because the effusion amount was too small to perform drainage. This event is no longer MDR-reportable as it was related to pericardial effusion which did not require medical/surgical intervention or extended hospitalization for treatment or prevention of permanent damage. The potential that this could cause or contribute to an adverse event is remote, and this event is no longer considered MDR reportable. However, since it has already been reported to FDA, any additional updates received will continue to be reported. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30173932l number, and no internal actions was found during the review. (B)(6). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure ablation was performed on ventricular extrasystoles. The left ventricle was mapped with a soundstar eco sms 8f catheter to monitor for effusion before the end on the procedure. An effusion of about 5mm was observed. At that time, the patient¿s blood pressure gradually declined, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No biosense webster, inc. Product malfunctions were reported. There was no evidence of steam pop during the ablation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.